Event description:
Tissue injury/burn after right tympanoplasty procedure involving use of the opmi movena/s7 microscope. A small blister on posterior side of right ear was noted during post-op visit. Area appeared small and filled with clear fluid.